Event description:
It was reported to philips that the system gave an alert indicating the grid switch was unavailable, intermittently preventing x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.